Event description:
In 2005 - a dental implant was placed in tooth location #31. After the healing abutment was placed, the patient was experiencing pain and paresthesia. In 2006 - the implant was removed from the patient's mouth. Three month later - the clinician was contacted. He stated, the patient's implant was somewhat osseointegrated. He removed the implant because of pain and paresthesia. He stated after the implant was removed, the patient's pain and paresthesia dissovled. The patient has elected not to be reimplanted at this time.

Manufacturer narrative:
Component returned was examined and microscopically evaluated at a magnification of 10x. No visible defects were noted. The returned implant was not the part number reported. Reporting what the doctor reported. This incident was determined to be out of the scope of the general asr reporting parameters. The final decision was to treat this incident as an unusual event (code 66). If additional information becomes available, a follow up report will be provided.